Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and pump programming assistance. Customer's blood glucose level was 546 mg/dl and treated with pump. Customer meter was programmed to pump. The product will not be returned for analysis.